Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pace impedance without accompanying abrupt changes during provocative maneuvers. Technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This rv lead remains in service, and the patient is monitored via the latitude remote patient home monitoring system. Additional information: ts reviewed available device data, noting the one-year rv trend data shows a recent decrease in pace/sense impedance from 939 ohms ((B)(6) 2026) to 744 ohms ((B)(6) 2026). Prior to this, the pace/sense impedance showed a gradual rise from approximately 760 ohms in (B)(6) 2025 to 961 ohms in (B)(6) 2026. Intrinsic amplitude appears variable (14.5 to 25 millivolts) over this time period and threshold (0.9 volts at 0.4 milliseconds) appears stable with a small increase to 1.3 volts on (B)(6) 2026. Shock impedance appears to have been gradually increasing over this time period from 83 to 121 ohms. In view of this recent decrease in pace/sense impedance and gradual rise in shock impedance, ts recommended in-clinic evaluation of rv lead mechanical integrity. If rv lead integrity issues can be ruled out, a change in the patient's clinical condition could potentially be the cause of these pace/sense impedance changes per ts, as health trend data shows a gradually increasing night heart rate (hr) and mean hr.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific determined this lead exhibited a gradual rise in low-voltage shock impedance measurements (lvsi). This observation may be consistent with calcification of the defibrillation coil(s). However, this can only be confirmed if the lead is returned for analysis. The calcification phenomenon may have contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product remains implanted and therefore has not been returned to boston scientific for physical analysis. Investigation of the available information/data determined the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design. Gradually increasing lvsi measurements for leads with eptfe coating are suspected to be the result of encapsulation of the lead coil(s) due to calcification. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with eptfe coating to exhibit this phenomenon. Risk review: a risk review was completed and confirmed that the event of shock impedance high within normal limits - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.